Event description:
It was additionally reported that there were power cable disconnect alarms when connecting to mpu power.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a communication issue between the system controller and the system monitor was able to be confirmed. The heartmate 3 system controller (serial number: hsc-(B)(6) was returned for analysis. Upon initial testing, the controller did not communicate with the system monitor. The controller power cables underwent continuity and insulation testing and passed. The controller was opened and the voltages across the integrated circuit (ic) chip, u9, were found to be fluctuating. The ic chip was replaced with a functional ic chip and the controller was connected to a system monitor and was found to operate as intended. The system controller underwent further testing following the repair and was able to support pump function for an extended duration without any issues or alarms activating. A log file was downloaded (d4251407) after the electrically compromised component was replaced, which contained events spanning approximately 7 days (02jan2024 ¿ 04jan2024, 08jan2024, 06feb2024, 01jan2000, 25apr2024 per timestamp). Events occurring on 06feb2024, 01jan200, and on 25apr2024 were recorded during testing at abbott. The driveline was disconnected on (B)(6) 2024 at 15:55:11 for a system controller exchange. There were no notable alarms active in the log file. The root cause of the reported event was isolated to a component on the printed circuit board (pcb), however how that component became non-functional is unknown. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: hsc-(B)(6) was manufactured in accordance with manufacturing and qa specifications and was shipped on (B)(6) 2023. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that no data was being communicated to the system monitor. Troubleshooting was performed by trying multiple patient cables and power modules with heartmate touch and old system monitor but the issue could not be resolved. There were no visible damaged to the controller leads, pins, or the driveline. The controller was changed with the backup controller and the issue resolved. The data was able to be transferred from the controller to the system monitor. MFR reference number- 2916596-2024-00233.